Event description:
Same case as MFR #: 2134265-2014-04750. It was reported that roll-off took longer than anticipated. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a 2.0/17/15 leveen superslim electrode and a rf3000 radiofrequency generator. After ablating the lesion with this device for 5min 30sec, the impedance showed the high value, but the device failed to roll off. An error code was displayed, but cannot be recalled by the user. It was further noted that the physician moved the needle during use resulting in a rise and fall of the impedance value and a change in the output. Roll-off was eventually achieved and the user indicated this likely occurred due to moving the tip of the needle while ablating. There were no patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed one coaccess electrode and cord were returned with residue present on the device indicating handling/use. A visual examination of the device found the tines to be fully retracted. A functional evaluation was performed by extending the array with some resistance noted due to heavy residue inside the device. The tines were found to be properly formed and evenly spaced. A second functional evaluation was performed by measuring the continuity and the electrode was able to conduct current indicating proper connectivity at 0.56 ohms. The cord was then tested and was measured to be 0.23 ohms. The cord was then attached to the electrode and the conductivity of the combination was measured to be 0.68 ohms. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MFR #: 2134265-2014-04750. It was reported that roll-off took longer than anticipated. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a 2.0/17/15 leveen superslim electrode and a rf3000 radiofrequency generator. After ablating the lesion with this device for 5min 30sec, the impedance showed the high value, but the device failed to roll off. An error code was displayed, but cannot be recalled by the user. It was further noted that the physician moved the needle during use resulting in a rise and fall of the impedance value and a change in the output. Roll-off was eventually achieved and the user indicated this likely occurred due to moving the tip of the needle while ablating. There were no patient complications reported and the patient¿s status was stable.